Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a routine follow up, this implantable cardioverter defibrillator (ICD) recorded pace impedance out of range, measuring at 2500 ohms. In addition, the device also recorded shock impedance out of range, measuring at 250 ohms. The increase in these values coincides with the day on which the patient received anti-tachycardia pacing therapy last february. Since that day, these values have remained constantly out of range. There was no capture in the right ventricular (rv) at maximum output. An x-ray was performed and no fracture was noted on the rv lead. The ICD was explanted and replaced. The rv lead was deactivated but remains implanted and a new rv lead was implanted. No additional adverse patient effects were reported.